Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to perform prime test due to protruded/loose drive support disk. The insulin pump received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that insulin is shooting out during the prime process. The insulin pump is stuck in the prime/rewind menu. The blood glucose reading is 326 mg/dl. The drive support cap is protruded. Nothing further reported.